Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for system revision due to oversensed noise and high pacing thresholds that were suspected to have been attributed to dislodgement of both the right atrial (ra) and right ventricular (rv) leads. Upon further review, it was noted that both leads were in unipolar. This pacemaker system was successfully explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for system revision due to oversensed noise and high pacing thresholds that were suspected to have been attributed to dislodgement of both the right atrial (ra) and right ventricular (rv) leads. Upon further review, it was noted that both leads were in unipolar. This pacemaker system was successfully explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.